Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The patient stated they woke up to an error message on the receiver that said, "high glucose alert". The readings after was showing 68 mg/dl and three minutes later it dropped to 48 mg/dl. The patient started to have a seizure and passed out. When the patient woke up they stated their sensor ended and there were no readings displaying. The patient changed their sensor and stated they had lunch with juice and checked their bg while the new sensor was in the two hour warm up and their bg was 150 mg/dl. At the time of the report, the patient felt fine and their cgm and bg meter values were aligned with a value of 112 mg/dl. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
Product was provided for investigation. The allegation could not be confirmed via product. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. Functional testing was performed and passed. Alarm/alert manual test was performed and passed. Discharge test was performed and passed. Receiver touch screen and manual test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4)